Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) saw far-field oversensing during an atrial tachy response (atr) episode. Technical services (ts) had been contacted to discuss low biventricular pacing percentages when it was noticed. Ts informed how biventricular trigger counts and discussed programming a blanking period for the oversensing. The crt-d remains in service. No adverse patient effects were reported.